Event description:
This report now summarizes 3 malfunction event(s), instead of 4.

Manufacturer narrative:
The device that was pending evaluation was found to have had the incorrect serial number reported. The originally reported serial number did not have a malfunction.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1-december 31, 2025. This report summarizes 4 malfunction event(s), where it was reported the device experienced unintended cot lowering or cot dropping to lowest position (no cot tip). No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. (B)(4) device(s) was/were functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results) 1 device: rod/shaft / mechanical problem identified 1 device: hydraulic system / wear problem 1 device: hydraulic system / mechanical problem identified. 1 device is pending evaluation. Evaluation results findings (components/results) 1 device: insufficient information / results pending completion of investigation there was no remedial action taken. This device is not labeled for single use.